Event description:
Adverse event(s): "capsule broke" (capsular bag tear, posterior). Product problem(s): "none reported" (no information [iol (intraocular lens implant]). A manager reported that following insertion of an intraocular lens (iol), the capsular bag broke. The wound was enlarged and the iol was removed and replaced.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/01/2010, 07/07/2010 and 07/20/2010 by phone, fax, and mail. An unsigned questionnaire was received on 07/22/2010. (B)(4).